Manufacturer narrative:
Updated fields: d4, d10, g2, g4, g7, h2, h3, h4, h6, h10. Unique device identification (UDI)#: (B)(4). The valve was received for evaluation: device history record (DHR)- review of the history device records for the valve, product code 82-3842 with lot crncd1, showed report issue had no link to this complaint. Failure analysis the valve was visually inspected; the silicone housing was torn/cut at the proximal connector, marks in the proximal connector were noted, the silicone housing was torn/cut on the needle chamber. The valve passed the test for programming, reflux, and siphon guard. The valve could not be flushed and leaked due to damaged silicone housing. The valve failed the pressure test. The root cause for the damaged silicone housing noted during the investigation is probably due to a sharp or pointed object coming into contact with the silicone. No root cause for the marks in the proximal connector noted during the investigation could be due to unshod forceps being used, as noted in the internal procedure use shod forceps. The possible root cause for the reservoir and suspected occlusion issue reported by the customer could be due to the damaged silicone housing in the needle chamber and at the proximal connector.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The hakim valve was implanted via v-p shunt on (B)(6) 2015 with initial setting of 150mmh2o due to aqueductal stenosis. On (B)(6) 2019, the patient visited a different facility due to worsening of symptoms. The reservoir was pushed, but it did not return normally, and it was also unable to puncture. On (B)(6) 2020: valve occlusion was suspected. Therefore, the valve was replaced with a new valve.